Manufacturer narrative:
(B)(4). Batch #t5f17c. Investigation summary: the analysis results found that one tr45w reload was received with no apparent damage and partially fired 1/10 and with the reload lock out damaged. No functional test could be performed due to the condition of the reload. No protruding staples were observed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracoscopic lobectomy, the device could not be fired on the blood vessel. Some staples at the proximal end of the cartridge were protruded slightly from the cartridge. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.